Manufacturer narrative:
Race - chinese. Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: first affiliated hospital of (B)(6). The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the after surgery treatment, the angio-seal device was used for vessel blocking. After the helmet retreats, the anchor was released. When the main body retreats, the anchor was taken out of the body. Finally, the patient was treated with manual pressure for hemostasis. The estimated blood loss was less than 250cc. The patient's physical condition is stable. The operation was finished successfully with manual compression. Additional information was received on 12/2/2018: the "helmet" means device cap. The procedure that was being performed was a carotid artery stent implantation using a 8fr procedure sheath size.